Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment in 2016 to the anterior flanks and lower abdomen, using the legacy coolcore applicator and was diagnosed with paradoxical adipose hyperplasia on the treated areas. The tissue was described as firm, and visible enlargement was observed.

Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the flanks and low abdomen on (B)(6) 2016 using the legacy coolcore applicator and presented with paradoxical hyperplasia (ph).

Manufacturer narrative:
Corrected data: a4, a6, b5 (treatment date, applicator, area of concern), d1, d4, d8, g1, h6, h7, h9, h11. Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Ph is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. Zeltiq initiated a voluntary discontinuation and recall of parallel plate applicators for the coolsculpting® system due to the observance of an increased rate of paradoxical hyperplasia (ph) associated with these applicators during a recent analysis of data from the 2019-2021 timeframe. These applicators are sold under the brand names coolcore, coolcurve, coolcurve+, coolmax and coolfit.